Event description:
The customer reported that there were system monitor calibration errors. Also, there was no image on the reprography monitor. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The system was repaired, found to be operating as intended, and released to the customer for use.